Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A customer reported a patient experienced a tear to the front of their capsule during an intraocular lens (iol) implant procedure using a preloaded delivery system. The lens was removed. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to the mid-nozzle. The lens was returned loose. Viscoelastic is observed. One haptic and the optic have scratches/scrapes. The lens was cleaned with lphse. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported "not loading/front capsule tear" cannot be determined. No details were provided for what was meant by "not loading". The plunger position in relation to the lens during advancement cannot be determined because the lens was returned outside of the device. The lens dimensions are acceptable (plan view) using an approved template. No problem was found with the returned device. Optic and haptic damage was observed which may indicate the lens or plunger was not in a proper position for advancement. The directions for use (dfu) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Event description:
The device was reported not to be loading. Additional information reports the device was not to loading.